Event description:
It was reported after withdrawing the catheter out of the sheath and drawing in blood with a syringe, the physician noticed air in the sideport. There were no consequences to the pt.

Manufacturer narrative:
We are awaiting device return. Once the investigation is complete, a followup report will be submitted. (B)(4).